Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the top of the battery compartment was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/29/2017 with the following findings: the battery life complaint could not be duplicated during investigation. Review of the pump¿s black box revealed evidence of a short battery life issue. A battery compartment crack was observed. The battery compartment threads were damaged. The battery cap could not secure properly to the pump, however, a power issue was not experience. No moisture was observed within the battery compartment. During investigation, electric current draws were within specification. No damage or defect was found on the pump¿s internal components. The display was found to be dim and discolored.